Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device after firing. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. The customer returned the lancet device to the pharmacy. The suspected product is unavailable for return; replacement was sent.